Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and punctured artery. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room on (B)(6) for profuse bleeding from the insertion site (abdomen). After 24 hours of application the pod began to cause some discomfort and pain and despite this the patient wore the pod for the full 72 hours. Upon removal of the pod, the mother stated that the insertion site began to bleed profusely and she could not get the bleeding to stop. The mother contacted an ambulance and the patient was taken to the emergency room. The patient was diagnosed with a punctured artery. They applied pressure on the insertion site until the bleeding stopped, "the" monitored the patient for an hour and patient was released. Patient¿s mother discarded the pod so device is not available for return.